Event description:
This device was implanted in 2003. The cosmetic effect was said to last for between 2-3 years. However by 5 months later there was no more effect. The pt went to see another doctor only to be told that it was not approved by FDA. Pt now uses restalyne which is FDA approved. Has called the marketing director.